Event description:
It was reported that a user experienced difficulty removing a connector from the pump; the user had rotated the connector to the 9 o¿clock position with the pump rewound and ultimately removed it using pliers, after which no further issues were reported. Customer care provided support that included troubleshooting with user education regarding connector removal technique. Investigation of this case revealed that the event was consistent with a user-handling issue related to connector removal from the pump interface, with no device alerts or malfunctions reported and no device component damage confirmed. No adverse clinical effects reported. Outcomes included no impact to health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error.